Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type lead; product ID 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. For the past month, the patient gets zapped and gets sore later that night, when going through a security gate at different stores. The patient felt real bad tingling by her lead. Other times if it is a strong security gate it felt like a sharp pain. It happens often for the last month and also felt aching by her implantable neurostimulator (ins) site and the lead. No accidents or falls were noted. Most of the time the patient could feel stimulation but her ins does not like to go through the security gates at the store. It didn't matter where the patient walks through. It zaps her and then it goes away after a minute or two. If the patient turns off the stim and then back on she can get zapped because it has been off. Patient services asked the patient if the stimulation was too high; the patient noted she was at 2.5v. The patient did not want to turn it down because she can feel the bladder muscle at night and she doesn't want the symptoms to come back. The patient still has some of her symptoms at night. The patient had never noticed this zapping until recently and her battery was leaking. The patient will be seeing her doctor next month. The patient asked if she should get checked before her appointment next mont h. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient called the physician noting that she was having an aching feeling around where the device is located. Patient was able to empty her bladder but she has oab. It was reported the patient has not turned her device up because it feels uncomfortable (sharp pain and burning sensation). The physician demonstrated to the patient how to control and use her device equipment. An appointment with the manufacturer representative was also scheduled. It was noted that the patient had greater than 50% symptom reduction and had recovered without permanent impairment. The cause of the event was reported to be unknown. If additional information is received, a follow-up report will be sent.